Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this 29 mm transcatheter bioprosthetic valve, the valve dislodged to the left ventricle upon release from the delivery catheter system (dcs). Severe paravalvular leak (pvl) was noted. Both paddles were snared from the groin in an attempt to pull the valve to the correct depth but with little success. The right brachial artery was accessed to snare the paddle. When pulling from the brachial approach, the valve dislodged from the annulus. The valve was pulled down to the descending aorta and caused an intimal dissection of the descending aorta. No treatment was prescribed for the dissection and the valve was left implanted. A 29 mm non-medtronic valve was successfully implanted valve-in-valve into the failed bioprosthetic surgical valve. The patient was reported to be doing well following the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. As the valve was being deployed into a surgical valve, the interaction between the system and the surgical valve may have contributed to the dislodgement. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position after the valve dislodgement. However, with the limited information and no images/cines to review, we are unable to conclusively determine the cause for this report. The evolutr instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.